Event description:
It was reported that 24 of the intermittent catheters packages were empty (no water inside).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect process parameters". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. Device evaluated by MFR: the device was not returned.